Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: opening the shell where the implant is stored material is left on the shell- on the external and internal.

Event description:
Healthcare professional reported "opening the shell where the implant is stored material is left on the shell- on the external and internal". This record is for an unknown side. Device status is unknown.